Manufacturer narrative:
Our quality engineer inspected the 1 used sample submitted for evaluation. The reported issues of connection issues & loose component - no leak were not confirmed upon inspection and testing of the sample. The used sample was returned with a yellow catheter connected to it. We were able to disconnect the yellow catheter from the extension set and visually inspect the connection point. No damages or cracks were observed on the component. A separate new product was connected to the returned sample and no connection issues were observed. A leakage test was also performed with the separate new product and no leakage was observed. Bd could not determine a manufacturing related root cause since the reported defects were not confirmed during the evaluation of the sample. There is a possibility that during the use of the product, the sample could have been improperly connected to the yellow catheter. It is possible for improper handling of the device to result in the reported defect. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ext set 15cm small bore spin nut had loose component the following information was provided by the initial reporter; the screw threat does not fit, it opens easily. On the other hand the tube attaches very tightly into IV.-cannula (clip neo), and will not get loose/cannot be changed. This is a big risk for the IV-cannula to get loose, especially with neonates and premature babies. Event occurred during use.